Event description:
It was reported the patient ¿presented with signs of paresthesia in the lower extremities.¿

Event description:
The health care provider reported the patient was in respiratory distress. After trying to reach the patient's managing physician un successfully, the hcp wanted the pump to be stopped as the patient was getting "over-bolused". The hcp indicated that they planned to remove the pump the next day. An inflammatory mass was later reported. It was noted that the next steps were being discussed. The pump was used to deliver morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2008, explanted on: unknown. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type catheter. (B)(4).